Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several bursts of inappropriate anti-tachycardia pacing (atp) due to an undersensed atrial event that caused v>a to be true. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.